Manufacturer narrative:
The architect c8000, serial (B)(6) was evaluated. A tubing for a pump waste cup was determined to be associated with the event. No parts were required to be replaced. The architect c8000, serial (B)(6), remained functional at the customer site. The instrument service history review for (B)(6) found no contributing factors on or around the date of the incident was identified. There have been no subsequent tickets documenting fluid spraying face and eyes associated with the architect c8000 analyzer. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the tbg, iref pmp-waste cup did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 for serial (B)(6) or the tbg, iref pmp-waste cup were identified.

Event description:
It was reported that an engineer was splashed in the face and the eyes. The splash occurred on (B)(6) 2024 during a repair procedure from a waste tubbing on an architect c8000. Ppe (eyeglasses, gloves, and lab coat) were worn when the event occurred. The individual washed their face with soap and water. The individual went to see an ophthalmologist for eye irritation and was prescribed fotadex (dexamethasone + tobramycin) and hydroxypropyl methylcellulose/dextran 70. The individual was also treated for the exposure, which included blood work and being prescribed hiv anti-retroviral treatment of lisotyr 300 mg & virontar n (darunavir 800 mg + ritonavir 100 mg) for 3 days. The individual will continue to follow-up with the ophthalmologist and infectious disease healthcare providers. The individual is reportedly doing ok.

Event description:
It was reported that an engineer was splashed in the face and the eyes. The splash occurred on (B)(6) 2024 during a repair procedure from a waste tubbing on an architect c8000. Ppe (eye glasses, gloves, and lab coat) were worn when the event occurred. The individual washed their face with soap and water. The individual went to see an ophthalmologist for eye irritation and was prescribed fotadex (dexamethasone + tobramycin) and hydroxypropyl methylcellulose/dextran 70. The individual was also treated for the exposure, which included blood work and being prescribed hiv anti-retroviral treatment of lisotyr 300 mg & virontar n (darunavir 800 mg + ritonavir 100 mg) for 3 days. The individual will continue to follow-up with the ophthalmologist and infectious disease healthcare providers. The individual is reportedly doing ok.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.